Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he had irregular and infrequent shocks down his legs that were not positionally related. The patient also had long and frequent recharging compared to what he previously experienced. No external or patient factors were known to have contributed to the issue; there was no history of accidents or falls since implant. An impedance check showed electrode 2 at 35170 ohms and electrodes 6 and 9 over 40000 ohms. Electrode 9 was being used in programming and the representative was able to program around electrode 9 to capture the patient¿s pain area. The issue was resolved at the time of the report.